Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she gets a large air bubble that forms and she does not notice it until her blood glucose is high. Customer stated that she has noticed the issue for the last 3 months and she stated that it occurs every time. Customer stated that it is one big air bubble. Customer stated that for no reason, it will be in her reservoir and she tries to wear the insulin pump upside down. Customer stated that the pump was rewound with a reservoir in place. Customer stated that insulin was stored at room temperature. Customer was advised to change the infusion set and to push air back into the insulin vial. Customer was advised to monitor the issue. Customer will receive some reservoirs as a courtesy.